Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges and that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, customer reloaded the existing cartridge onto the pump to resolve the issue. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.